Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patients right lower leg incomplete vein ligation and right small saphenous vein (ssv) embolization were treated with a venaseal closure system on (B)(6) 2025. Tumescent infiltration was not utilized. General anesthesia was used. Compression was not used. There were no problems at that time. The incompetent perforating vein of the right lower leg gsv was ligated and the condition was observed, but there were no signs of improvement (c4 / stasis dermatitis). On (B)(6) 2025 the right lower leg great saphenous vein (gsv) (retrograde and antegrade) was treated with venaseal. After treatment, the stasis dermatitis showed improvement. On (B)(6) 2025 the patient visited the hospital, there was a pain and redness in the treatment site, and the crp was elevated. Infection was suspected. Upon interviewing the patient during the visit on (B)(6) 2025, it was determined that the patient was unable to resist itching and had been habitually scratching the puncture site on a daily basis. In the operating surgeons view, the scratching of the puncture site was probably the cause of the infection. From (B)(6) 2025 the patient was given amoxicillin/clavulanic acid (ampc/cva). From (B)(6) 2025 the patient was given cefazolin (cez). On (B)(6) 2025 debridement was performed. On (B)(6) 2025 incision and drainage was performed. On (B)(6) 2025 removal of glue from the treatment site was performed. Symptoms improved after removal of the vein. On (B)(6) 2025 vacuum-assisted closure (vac) was started. On (B)(6) 2025 epifix treatment was started for the incisional wound following removal.

Manufacturer narrative:
Additional information: the treated vein was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.